Manufacturer narrative:
Based on the claim against the product by the customer noting an error message/fault on usm4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product to perform failure analysis. The usm was analyzed, and the customer reported complaint of error 32100 was confirmed and replicated. Error 32098 on axes controller motor (acm) was generated during sine cycle. The system logs showed 32100 errors along with 32096 errors indicating a fault on the acm pca (printed circuit assembly). All connections were checked on the acm pca and they were all fully seated. Another acm pca was swapped in; the substitute acm pca passed all required set of tests with no issue. The usm was installed back on the in-house system with no error generated. Reinstalling the original acm pca resulted in errors 32098 and 906 errors returning. The generated error 32098 was related to the 32100 error. The complaint regarding error 32100 on usm4 was confirmed by field action and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy, the system had a repeated recoverable fault 32100 on the universal surgical manipulator (usm) 4. The customer pressed "recover fault", but the error persisted. The customer disabled usm 4 to continue with the case. The technical service engineer (tse) checked and found error 32100 that pointed to the usm4 axes controller, motor (acm). The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with no harm or injury to the patient.